Event description:
Initial cath reveals sequential proximal and mid lad lesions of 80%. Pre-dilation of lesions with 2.5x16 maverick monorail. Then the mid segment was stented with 2.5x24 taxus express 2 monorail, and the proximal segment stented with 3.0x20 taxus express 2 monorail. There was slight overlap of the stents, and both stents were post-dilated with a 3.0x20 quantum maverick otw. On arrival to the cardiac short stay unit, patient complained of chest pain and st elevations were noted on the cardiac monitor. Patient returned to the cardiac cath lab where angiography revealed a sub-totaled lad with thrombus. A reopro bolus and drip were started. Export xt catheter and angiojet were used to perform thrombectomy with a total of three passes. A 3.25x20 quantum maverick rx was used to further dilate both stents. Angiography reveals excellent result with brisk distal flow, and st elevations have resolved.